Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reportable malfunction identified in b5: foreign material on the objective lens. The following non-reportable findings were found during device evaluation: universal cord had coating peeling, and the video connector case, light guide connector, video connector, grip, and control unit all had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited foreign material on objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material on the objective lenswas unable to be further specified. Moreover, no physical damage of the device could be confirmed where the foreign material had remained as the device was not returned for an evaluation; nor was there confirmation of any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the instruction manual at the time of shipping the product, there are descriptions as to reprocessing below: chapter 3 compatible reprocessing methods chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope (and related reprocessing accessories) chapter 6 reprocessing the accessories chapter 7 reprocessing endoscopes and accessories using an aer/wd [automatic endoscope reprocessor] olympus will continue to monitor field performance for this device.